Event description:
Distributor reports that while unit in service at local hosp, the breath rate was set at 24 breaths per minute and while operating normally for sometime, the nurse noticed the rate dropped suddenly to 2 breaths per minute and whole control went haywire. When the user tried knocking the ventilator panel, the breath rate returned to normal and repeated again. The user also reported that the control knobs to adjust seem difficult. Immediately, the user stopped using the problem ventilator.